Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: (B)(6) and (B)(6) (different specimens collected at different times but the same patient) all available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 2g22 that has a similar product distributed in the us, list number 4p53.

Event description:
The customer reported false reactive architect hbsag qualitative ii and architect hbsag qualitative ii confirmatory results for a patient donor sample for infection screening. The following data was provided: on 21aug2024, sid (B)(6).: initial hbsag qualitative ii result = 1.09 s/co; repeat result = 1.11 s/co. Hbsag confirmatory result: hbsagq2_c1 = 1.00 s/co; hbsagq2_c2 = 3.15 s/co; hbsagq2_%n = 74.2% (confirmed positive). The results were released to the patient. On 12sep2024, sid (B)(6)(same patient new blood sample): initial hbsag qualitative ii result = 1.11 s/co; repeat result = 1.15 s/co hbsag confirmatory result: hbsagq2_c1 = 0.98 s/co; hbsagq2_c2 = 1.02 s/co; hbsagq2_%n = 6.4% (not confirmed). On 13sep2024: repeated confirmatory testing from 12sep2024 blood sample: hbsagq2_c1 = 0.99 s/co; hbsagq2_c2 = 1.04 s/co; hbsagq2_%n = 5.7% (not confirmed) there was no impact to patient management reported.

Event description:
The customer reported false reactive architect hbsag qualitative ii and architect hbsag qualitative ii confirmatory results for a patient donor sample for infection screening. The following data was provided: on (B)(6)2024, sid (B)(6): initial hbsag qualitative ii result = 1.09 s/co; repeat result = 1.11 s/co hbsag confirmatory result: hbsagq2_c1 = 1.00 s/co; hbsagq2_c2 = 3.15 s/co; hbsagq2_%n = 74.2% (confirmed positive). The results were released to the patient. On (B)(6)2024, sid (B)(6), (same patient new blood sample): initial hbsag qualitative ii result = 1.11 s/co; repeat result = 1.15 s/co hbsag confirmatory result: hbsagq2_c1 = 0.98 s/co; hbsagq2_c2 = 1.02 s/co; hbsagq2_%n = 6.4% (not confirmed). On (B)(6) 2024: repeated confirmatory testing from (B)(6) 2024 blood sample: hbsagq2_c1 = 0.99 s/co; hbsagq2_c2 = 1.04 s/co; hbsagq2_%n = 5.7% (not confirmed) . There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The lot search review did not identify an increase in complaint activity for the issue for lot 62194fz00. Review of tracking and trending did not identify any related trends regarding commonalities for lot number 62194fz00 and complaint issue. A review of the device history record did not identify any nonconformances, potential nonconformances or deviations associated with lot 62194fz00 and the complaint issue. The overall performance of architect hbsag qualitative ii reagents in the field were reviewed using data gathered from customers worldwide. The patient median result for the architect hbsag qualitative ii reagent lot 62194fz00 is comparable with all other lots in the field and within established baselines, confirming no systemic issue for the lot. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the architect hbsag qualitative ii reagent lot 62194fz00 was identified.